Event description:
The customer reported that the system intermittently failed to boot to a usable state, exhibiting intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. Hand switch cables were reseated during the service call. The system was tested and found to be working as intended and put back into service.